Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a successful right ventricular (rv) lead placement, the lead inadvertently dislodged while the implanting physician was positioning a second lead. The physician reported that despite several attempts, it was not possible to remove the rv lead from the tricuspid valve. As a result, the lead was surgically abandoned and another rv lead implanted to complete the procedure. No return of product is expected and no additional adverse patient effects were reported.